Event description:
Report received of a rate change on the pump after being plugged back into ac power. The pt was receiving a blood transfusion at 50ml/hr. The pump was alarming after the infusion was running for 15 minutes. The nurse went into the room and plugged the pump into ac power. It was noted approx 15 minutes later that the pump was infusing at 999ml/hr. The rate was immediately decreased to 50ml/hr. The pt was noted to be in "moderate" respiratory distress. It was unk if any medical interventions were required for the pt. The pt was subsequently discharged to home in 2001. No further info was available.